Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor then readings received via a capillary meter reading and provided the following examples: on (B)(6) 2017 at 6:00 am, sensor: 40 mg/dl vs meter: 450 mg/dl, at 18:10, sensor: 40 mg/dl vs meter: 370 mg/dl and on (B)(6) 2017 at 18:00, sensor: 40 mg/dl vs meter: 416 mg/dl. It was further reported the customer self-presented to a hospital, where she/he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor then readings received via a capillary meter reading and provided the following examples: on (B)(6) 2017 at 6:00 am, sensor: 40 mg/dl vs meter: 450 mg/dl, at 18:10, sensor: 40 mg/dl vs meter: 370 mg/dl and on (B)(6) 2017 at 18:00, sensor: 40 mg/dl vs meter: 416 mg/dl. It was further reported the customer self-presented to a hospital, where she/he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.